Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Occlusion: the treo leg stent-graft was implanted with another treo leg stent-graft in the patient. As both the right and left legs were landed in the eia, bare stents were additionally implanted for reinforcement. About a year later, in (B)(6) 2022 (exact date unknown), it was revealed that one of the legs was occluded. It is unknown whether the occlusion occurred on the right or left, the treo leg or a native artery. Details are being confirmed. As the leg was found to be occluded, a femoro-femoral bypass was performed. Additional information is being collected, including the possibility that this event may have been caused by the treo leg stent-graft. Additional information obtained on april 26: treo stent-grafts used: left: 28-b2-24-100u (2107130087) and 28-l2-09-160u (2108020041), right: 28-l2-09-160u (2108020039). Bare stents were implanted in eia on both sides, and the left bare stent portion was occluded. Operation type: stent graft implantation. Blood loss: unknown. Ancillary devices used: 2 epic stents (8 mm x 8 cm and 7 mm x 8 cm, boston scientific). No image available. Pre-case plan will be able to be obtained. Additional information will be able to be obtained. (Tc#(B)(4)). Patient outcome - "the patient's outcome is unknown."

Event description:
Occlusion: the treo leg stent-graft was implanted with another treo leg stent-graft in the patient. As both the right and left legs were landed in the eia, bare stents were additionally implanted for reinforcement. About a year later, in (B)(6) 2022 (exact date unknown), it was revealed that one of the legs was occluded. It is unknown whether the occlusion occurred on the right or left, the treo leg or a native artery. Details are being confirmed. As the leg was found to be occluded, a femoro-femoral bypass was performed. *additional information is being collected, including the possibility that this event may have been caused by the treo leg stent-graft. Additional information obtained on april 26: treo stent-grafts used: left: 28-b2-24-100u (2107130087) and 28-l2-09-160u (2108020041) right: 28-l2-09-160u (2108020039) bare stents were implanted in eia on both sides, and the left bare stent portion was occluded. Operation type: stent graft implantation blood loss: unknown ancillary devices used: 2 epic stents (8 mm x 8 cm and 7 mm x 8 cm, boston scientific). No image available pre-case plan will be able to be obtained additional information will be able to be obtained. (Tc# (B)(4)) patient outcome - "the patient's outcome is unknown."